Event description:
It was reported following an unrelated procedure, ipg was unable to reconnect with external devices. Company manufacturer met with patient and troubleshooting steps unable to resolve the issue. The ipg was deemed inoperable. Surgical intervention may be planned at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.